Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information from a nurse of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2012, the patient contacted home care services and reported having peritonitis. Per follow-up with the peritoneal dialysis registered nurse (pdrn), the cause of peritonitis was "the patient had a contamination. On (B)(6) 2012, the tubing came dislodged from the data connector." On (B)(6) 2012, the patient was diagnosed with peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. On an unreported date, peritoneal dialysis (pd) therapy was discontinued. On (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering from the event. Per the pdrn, the peritonitis was unrelated to the pd solutions. On (B)(6) 2012, the pdrn contacted product surveillance regarding the peritonitis event. The pdrn clarified the cause of peritonitis was the patient's fault because the patient stepped on the tubing from the cassette, while connected to the machine (previously reported as tubing dislodged from data connector) causing a disconnection/contamination. The pdrn stated the patient was permanently switched to hemodialysis. The pdrn stated the peritonitis was unrelated to any baxter products and was the patient's fault. She stated there were no device malfunctions that caused the disconnection. The nurse declined to provide further information regarding the event.

Manufacturer narrative:
(B)(4). This complaint is against the cassette, but the cassette in use at the time of the incident was unknown. The specific product code for the cassette is unknown. The brand name and 510k have been provided in this MDR. The sample is not available. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of connection issue is confirmed and the assignable cause was determined to be use error because the nurse reported the patient stepped on the line, which caused the connection issue. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem.